Event description:
The customer indicated that they entered the pt's abdomen through the port. The device was defective, "no current." The surgeon visualized the instrument and it was broken at the "box lock." A plastic foreign body was removed from the pt's abdomen. No injury occurred.